Manufacturer narrative:
Device not available for evaluation.

Event description:
The device was used during an unspecified procedure. Reportedly, the pt has an allergic reaction to the product. The hosp has reported no pt injury occurred.